Event description:
Pt was setting off peak pressures on ventilator and becoming hemodynamically compromised, requiring a dopamine drip. Stat chest film done and a large pneumothorax noted. Left chest tube inserted with a rapid improvement in condition. When pt extubated, et tube noted to be "kinked."